Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024 after 3 or more hours of insertion.insertion site was abdomen. Patient regularly rotate site location. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was displayed high at the time of event therefore it was treated with correction bolus via pump. No further information was available.